Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm -off label location which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient was working in a hospital when he suddenly felt unwell and was placed in a wheelchair, after which he experienced loss of consciousness. Cgm and fingerstick blood glucose (fsbg) values at the time were not known. The patient was transported to the emergency room (ER) and arrived at approximately 9:00 am. The patient regained consciousness in the ER. The patient received glucose via injection and intravenous fluids, along with an additional medication that he could not recall. He reported that the event was attributed to a low glucose episode, although no cgm or fsbg values were available at the time of the event. Sometime after regaining consciousness, the patient checked his cgm, which displayed ¿low,¿ while a concurrent fsbg reading was 130 mg/dl. He attempted to calibrate the cgm, which temporarily functioned appropriately for approximately one hour before becoming inaccurate again, leading to its removal. No diagnostic procedure were performed other than bloodwork. The patient was admitted and discharged around 1:00 pm the following day. The patient reported that his glucose readings were fluctuating significantly during this period. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.